Manufacturer narrative:
Date of event was reported as about 3 week to a month ago. Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their back began hurting following foot surgery (unrelated to their implantable neurostimulator). The patient stated that after the surgery, they needed to use a walker and boot which caused their gait not to be normal (heel was 3 inches higher than the other side) and put stress on their back resulting in pain "at a high level". They met with the manufacturer's representative and had the implantable neurostimulator (ins) checked where it was found the 2 of the "lines" were out. This was clarified that there were "(B)(6) total available and that 2 were out". Possibly indicating electrodes. The representative reprogrammed the patient and was better for the patient for a week after (temporarily resolved the back pain). The patient stated that they still had back pain but it was mild. In addition to the return of their back pain, the patient had a return of their excruciating sciatic nerve problem in the left leg. The patient reported that both pain in back/"messed up back" and a sciatic nerve problem occurred prior to implant). Prior to these issues, the ins was working well for them and only some days there was pain from the prior issues but only at 10% then it was. The patient adjusted their stimulation at night (lower setting) and higher during the day. They turned the device off when they drive. The patient also reported that, about a month ago, they began seeing a 3 digit code when they used the patient programmer. The code just "flashed" and then quickly went away. Follow up information received on (B)(6) 2016 from the manufacturer's representative reported that they saw the patient on (B)(6) 2016 where if it was found electrodes 12 and 14 had high impedances. The patient was reprogrammed around those 2 electrodes on the same date and they were waiting to see if the new program will help them. The patient's doctor was also informed about the issue. The cause of the high impedances was not determined. It was also noted that the patient could not duplicate what they meant by the 2 of the "lines" were out. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.